Event description:
The customer reported being in the emergency room because she inhaled clorox. The customer mentioned having issues with low and high blood glucose as well with errors. The caller stated that she gave a correction and the insulin pump gives her too much insulin. The blood glucose reading at time of call was 273mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was bent and occluded. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.